Event description:
During removal of hemovac drain the tip was not retrieved this required removal during a surgical procedure. The specimen/device obtained and placed in pathology. FDA safety report ID # (B)(4).